Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had ongoing stomach issues related to the implant. The patient stated that it was uncomfortable to lay on the implant, and the battery seemed to move when they lay on the opposite side. They mentioned speaking with a nurse yesterday, who suggested that they might need some injections during their follow-up appointment tomorrow. The patient noted that these symptoms began around the fourth day after the procedure. The nurse advised them to mention the new symptoms to their healthcare provider (hcp) during the appointment, as they may need medication. The agent guided the patient on how to connect to their implant, and the patient confirmed that the therapy was active. However, the issue was not resolved through troubleshooting, so the patient was advised to follow up with their healthcare provider (hcp) for further evaluation. The patient has a follow-up appointment scheduled for tomorrow. The patient reported bowel symptoms.